Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a bad bulb before a procedure. There was no patient involved.

Manufacturer narrative:
The illuminator metal was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system and tested. The sample was found to meet specifications. No problem was found related to the reported event. Although the reported event of a nonconforming illuminator output was confirmed. The returned illuminator metal was tested and found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2016. Based on qa assessment, the product met specifications at the time of release. Although the reported event of a nonconforming illuminator output was confirmed, the root cause cannot be determined conclusively. Actions taken the manufacturer internal reference number is: (B)(4).